Event description:
Event description guidant received information that the patient implanted with this pacemaker was reported to have experienced a syncopal episode, fell, and was injured. The device was evaluated and no abnormalities were detected except for the inability to measure intrinsic measurements. However, a lack of device output was unable to be reproduced. The device had been programmed to maximum output due to chronic high ventricular threshold measurments. The patient's wife indicated the patient's rate was 50ppm and the lower rate limit was set to 70ppm, however the device was pacing while being evaluated in the clinical setting. A hex dump of the device memory was performed. The device and the ventricular lead were explanted and replaced with a competitors device. Ten months later, guidant learned that the atrial lead was also explanted and replaced, reportedly due to high impedance.